Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect the ipg with external devices following a unrelated surgery. Troubleshooting was tried to no avail. The ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Follow-up information identified this patient underwent an ipg replacement on (B)(6) 2018.

Event description:
Follow up information reported that the patient has effective therapy.